Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.90mm at the swaged end compared to the nominal pin diameter of 1.55mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps broke in the jaw, requiring immediate replacement of the clamp. The procedure was completed with a backup instrument of the same type with no reported injury and no delay to the procedure. No fragment fell into the patient.